Manufacturer narrative:
Rpt'd stapler not returned. Remaining, unused staplers from lot returned. Staplers were damaged internally at weck closure systems through steam sterilization. Although externally damaged by steam sterilization. The staplers were evaluated by the quality dept and had good stapler closure.

Event description:
It was rpt'd to co that the visistate stapler was used to close incision. The reporter stated "the staples fell out; pt to emergency room."